Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. The spaceoar gel was possibly injected into the rectal wall. There were no patient complication reported as a result of these event. The patient condition was reported to be fully recovered. Boston scientific has been unable to obtain additional information regarding the event , despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed